Manufacturer narrative:
Svs/vqi registry summary reporting exemption approval number ¿ e2017023. Death and date of event: month and year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was an elective procedure due to ischemic rest pain in the left leg. Three arteries were treated for occlusive disease artery - left sfa, left anterior tibial, left dorsal pedal. Lesion was a non-calcified tacs b lesion, 20 cm in length with no occlusion. Lesion was predilated with a 5x120 plain balloon and was then treated with a 5 x 120 in.pact admiral balloon in the left sfa. No complications during procedure and upon discharge. The patient was admitted to treating hospital ER with weakness and cardiac arrest on post op day #342 and expired. The site documented the death as non-related to the procedure.